Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier for this event is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported that the au5800 clinical chemistry analyzer intermittently generated erroneous high ion selective electrode (ise) patient results. There was no change to patient treatment in association with this event.